Event description:
It was reported that the pump battery was depleting quickly resulting in a pump shutdown. Customer's blood glucose level was 400 mg/dl-"high" and was resolved via manual injection of insulin. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy. Medical device problem code(s):

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.